Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the battery compartment was found to be cracked. Moisture was observed on the battery cap and in the battery compartment. The pump failed a leak test as a result of the battery compartment crack. The pump was unable to power on and was completely unresponsive as a result of moisture ingress. The alleged issue was duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.